Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Tandem technical support (cts) performed a pump system check and determined the insulin had been in use past labeling. Cts educated the customer on insulin labeling. A manual insulin injection was administered to address bg level. The pump was determined to function as intended. Recommendation was made to discuss diabetes management with a health care professional.